Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 4 devices were received for evaluation. 4 events were duplicated during testing. 3 devices were found to have missing paint chips and internal corrosion. 1 device was found to have missing paint chips and compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had missing paint chips and was overheating. There was no patient involvement; no patient impact.